Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. No damage to the battery compartment spring noted during inspection.

Event description:
Customer reports that when he changed insulin pump batteries twice, he received a blank screen. During troubleshooting, customer states the problem may be with the spring on battery cap which has little to no tension. Customer was advised that insulin pump would need to be replaced. Customer declined replacing insulin pump as he states everything was working fine. Customer called back to request insulin pump be replaced as he was having the same issues. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)